Manufacturer narrative:
Investigation: the customer stated that the ac frangible may not have been broken correctly. Per the customer¿s statements, the first bag of ac was close to empty at the time a new bag was connected. The volume of the first bag of ac was 750ml; consequently, the bag exchange occurred approximately 150 minutes into the procedure. The ¿ac container is almost empty¿ alert was generated after replacement of the first ac bag because the optia system had been configured for 1000ml bags of ac instead of 750ml bags. Prior to replacement of the ac bag, no clumping or clotting was identified in the connector. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: the signals in the rdf for this procedure do not indicate clear root cause for the clotting observed by the operator in the product bag at the end of the procedure. The signals in the run data file indicate that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime and at the beginning of the procedure. Signals in the rdf suggest low-level clumping appeared in the connector approximately 200minutes into the procedure. This correlates to roughly 1-hour following change of the ac bag. The clumping proceeded to worsen for the remaining 60 minutes of the procedure. The total amount of ac used during this procedure, as reported by the optia device, was 1292ml. This site has indicated that they were using 750ml bags of ac during this run. Based on the customer¿s description that they allowed the first bag of ac to nearly empty before they changed it, an estimated 542ml of ac should have been removed from the second bag of ac. However, the customer indicated they did not believe that much ac was left in the second bag. There were no alarms at the beginning of the procedure to suggest an occlusion was present in the ac line at the start of the procedure, and the timing at which clumping appears in the connector aligns to when the first bag was switched; therefore, an under- delivery of ac from the second bag of ac is also suspected. The root cause for ac under-delivery is inconclusive but possible causes include the ac line becoming partially occluded as a result of loading into the ac fluid detector or by some component near the ac line such as a blood warmer, or an incomplete break of the frangibleon the correct connect system. In either case, this could have caused fluid to be consistently present at the ac fluid detector, while limiting flow through the ac line at the same time.

Event description:
The customer reported prior to the end of a collection procedure, clots were observed in the return line and in the plasma product bag. Due to EU personal data protection laws, the patient information is not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).the customer did not respond to attempts to obtain information for the investigation such as,procedural details and lot information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer provided the lot number for the tubing set. A device history record (DHR) review was performed for the lot number. There were no issues noted in the DHR that would have contributed to the product clotting experienced by the customer. Additionally, the customer provided the lot number for the anticoagulant used (catalog # 40818, lot # 15063003). The batch documentation was reviewed for this lot. There were no issues noted in the batch documentation and all qc testing was within specification limits. Additional investigation does not alter the previously reported root cause.